Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: inratio: 1.4, dr's inratio: 2.3. Testing took place within two hours. Pt's last dose of coumadin was taken last night ((B)(6) 2011).

Manufacturer narrative:
Investigation pending.